Event description:
This customer reported no shock delivered messages during a pt event. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer reported no shock delivered messages during a pt event. There was no impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.